Event description:
It was observed that during the device evaluation, the camera head had a cut in the cable. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and identified a cut in the cable and therefore water tightness is lost. A device history review of the current product was conducted, and no problems were found. Based on the investigation results, no nonconformances were found. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. This issue is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.